Event description:
The ge oec 2600 uroview fluoroscopy system had no table movements. Table motion failure.

Manufacturer narrative:
A ge oec service representative was investigated the issue and found a defective table motor driver mother board. The table motor driver mother board was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.